Event description:
Upon an attempt to detach the coil, it would not release. The catheter and coil were pulled back to the sheath. The coil caught on the sheath and dislodged. The coil was removed with the aid of retrieval forceps.